Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient reported a blood glucose level of 150 mg/dl.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences; device was subsequently after second prime. No damages or defects were observed that would result in a needle deploying late. Although no problems were found, it could not be determined when the device deployed.